Event description:
It was reported that the device had a circuit disconnection occurred in early april. This occurred during priming at the facility. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event; month is april and day is unknown. E1: (B)(6). Medical center investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported issue of ¿a circuit disconnection occurred¿ was confirmed by visual inspection and functional testing. The lever of the microswitch is deformed, and the presence or absence of the l-70 heating tube cannot be detected properly. The reported issue was caused by a customer. The microswitch was replaced to correct the issue. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.